Event description:
It was reported the device was powering on and off while harvesting a graft. The surgeon used another dermatome and graft from the other leg to complete the case. Additional information received - "please note that I was initially given misinformation regarding this incident. After consulting the surgeon, it was discovered that he did not procure the graft from a completely different site after obtaining a new dermatome. He was able to continue along the area of the initial point of graft procurement. The procedure performed on (B)(6) 2014 was a scalp reconstruction with split thickness skin graft. The patient was recovering as expected. He has had no complaints or problems related to the graft."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.